Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is pending. The investigation is currently in progress.

Event description:
It was reported that the device separated when removing the balloon sleeve. Reportedly the balloon sleeve was attempted to be removed while the mandrel was still in place which caused the balloon to separate from the catheter. It is unclear if there was unusual resistance or force required to remove the device from the packaging. The procedure was completed successfully using another device. There was no harm to the patient as the separation occurred prior to inserting the device into the patient. There was no patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the device separated when removing the balloon sleeve. The device was handled according to the IFU and there were no other issues noted. Reportedly the balloon sleeve was attempted to be removed while the mandrel was still in place which caused the balloon to separate from the catheter. It is unclear if there was unusual resistance or force required to remove the device from the packaging. The procedure was completed successfully using another device. There was no harm to the patient as the separation occurred prior to inserting the device into the patient. There was no patient involvement. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. The device arrived back with the sleeve and mandrel still in place. The returned sample was in poor condition and in two pieces. No external or internal packing was returned. The hub was printed as expected and no visual defects were observed. The first section was the hub side and the total length was 1280 mm. There was 1 kink noted on the outer approx. 970 mm from strain relief. The device was separated on the outer just at the proximal bond. It was noted that the inner is bunched close to the outer break. The second section was the balloon side. It was noted that there was a number of severe kinks on this section of the device. There was evidence of marking impressions on the sleeve approx. 75 mm from the tip end. The total length of the returned sleeve was 229 mm. There were markings on the balloon in the same position as the markings on the sleeve approx. 75 mm from the tip end. The device was visually inspected under 4x-60x magnification by digital microscope camera. The mandrel was easily removed from the device. After several attempts using a long nose pliers the sleeve was removed from the balloon. ID measurement of the sleeve measures 0.0.39 in on the distal side of the sleeve. A measurement from proximal side could not be taken due to it been misshapen. (Spec 0.040 in +/- 0.001 in) this result is within spec. The evaluation of the returned device confirmed the reported failure mode of 'device separated when removing the balloon sleeve'. The device was returned in two sections. The break in the device occurred at the proximal bond point. There were marking impressions on the sleeve and also in the corresponding area on the balloon. This may have resulted in the sleeve becoming too tight on the balloon. The source of this damage is unknown. The likelihood is that excessive force was used in attempting to remove the sleeve resulting in the break in the device. It should also be noted that it was reported that the balloon sleeve was attempted to be removed while the mandrel was still in place. The IFU directions for use state: 1) remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possibly. It is likely that the handling and procedural techniques listed may have contributed to the reported event. In conclusion based upon the available information and evaluation carried out a definitive root cause has not been determined. Based on analysis performed no additional action is required at this time. The complaint rate for this failure mode is 0.02%. This exceeds the predicted rate of 0.01%. An event review has been raised in our quality system to address this issue. The IFU states: (a) device description: the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. The hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. (B) indication for use: the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. (C) directions for use. Inspection and preparation: note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. Remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%). Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations. (B)(4).

Event description:
It was reported that the device separated when removing the balloon sleeve. The device was handled according to the IFU and there were no other issues noted. Reportedly the balloon sleeve was attempted to be removed while the mandrel was still in place which caused the balloon to separate from the catheter. It is unclear if there was unusual resistance or force required to remove the device from the packaging. The procedure was completed successfully using another device. There was no harm to the patient as the separation occurred prior to inserting the device into the patient. There was no patient involvement.